Event description:
It was reported that the dpt was unable to zero due to the dampened waveform. No patient complications were reported.

Manufacturer narrative:
(Other): device has not been returned for evaluation.